Manufacturer narrative:
Manufacturer¿s investigation conclusion: (B)(6) was returned assembled with the driveline severed approximately 2.5¿ from the pump housing. A distal portion of the driveline (including the controller connector) was returned measuring approximately 24¿. The inflow conduit flex section was severed medially, and the distal half was returned attached to the inlet elbow. The proximal half was returned attached to the inlet tube. The apical sewing ring was secured to the distal end of the inlet tube. The outlet elbow was returned attached to the pump¿s outlet port. The outflow graft had been severed at its hardware and the hardware was returned attached to the outlet elbow. The graft material and the outflow graft bend relief were not returned. The bend relief collar was returned. Upon disassembly of (B)(6), visual inspection of the textured, blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using the returned distal driveline segment and a mock circulatory loop. The retrieved data revealed normal pump power consumption and pressure measurements that were within the manufacturing specification. The pump operated as intended. During the investigation there was an incidental finding; it was noted that evaluation of the external portion of the driveline revealed an area of the silicone jacket that appeared to be pinched. Further inspection of this area revealed no signs of damage such as cuts, holes, or tears. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate ii patient handbook, rev. D, are currently available. Although no device related issues were reported, the IFU lists all potential adverse events that may be associated with the use of the heartmate ii lvas. The IFU and patient handbook, provide information regarding how to clean and care for the driveline. These documents instruct the user to check their driveline daily for signs of damage. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine heart transplant on (B)(6) 2024. The pump was returned for evaluation.